Event description:
The customer contact reported the device did not deliver. The device was programmed to deliver an unspecified medication, at a rate of 100ml/hr, and the delivery was started. No further programming parameters were provided. It was reported that after 1ml of medication was delivered, the delivery stopped. No specific details were provided. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.